Manufacturer narrative:
The field service engineer (fse) inspected the instrument and noted bubbles in the wash pump. The fse rebuilt the wash pump and performed a passing system check, carryover test, and a high sensitivity system check. Results met published performance specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the wash pump. Beckman coulter continues to track and trend any incident related to this issue. This medwatch report is related to MDR 2122870-2014-00204.

Event description:
The customer reported falsely elevated troponin I (access® accutni+3) results, for three patients, involving the access® 2 immunoassay system. This report is one of two referencing the two patients on the event date noted. The customer stated all patient samples are reflexed if the results are greater than 0.10 ng/ml, per laboratory protocol. The customer stated the negative patient results, generated on an alternate unicel® dxi system, were released to the hospital. The falsely elevated results were not released from the laboratory. There was no patient consequence associated with this event. The patients' samples were collected in 3.5 ml lithium heparin tubes and centrifuged at 3,200 rpm (rotations per minute) for ten minutes. No sample integrity issues were noted. The customer indicated quality control (qc) and system check had been within specifications with no issues noted. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.